Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes and the device has migrated out of the body. The device was explanted. No patient complications have been reported as a result of this event.